Event description:
A tps handpiece cord was sent for service and bias current was experienced during performance testing. The bias current error message signals a potential to cause a handpiece to run without user activation. No adverse event was associated with the device.

Manufacturer narrative:
Device eval is on-going; additional information will be submitted once the device eval is complete.